Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, noise resulting in pacing inhibition was observed on the right ventricular lead. The physician opted to make no changes.